Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical pump error image was display on the insulin pump screen and insulin pump had multiple pump error alarms. Blood glucose was 138 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error alarm not confirmed. No insulin pump error alarms were noted during testing. Insulin pump error not confirmed. Insulin pump error not confirmed. (B)(4).